Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected from ¿the middle luer-activated surface port¿ (clearlink). The event occurred after the routine priming of an IV solution with normal saline while attempting to close the regulating clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H4: the lot was manufactured between november 20, 2024 and november 21, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the tubing was separated from the y site clearlink in the upstream part. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.